Event description:
A cartridge alarm was reported by the customer in ireland. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was able to load a new cartridge successfully and resume insulin delivery following guidance from technical support.